Event description:
The hospital reported that while preparing for an endoscopic vein harvesting procedure, the hemopro device was plugged in and the toggle switch was turned on, then the device began overheating and glowing red. The device was not used on the pt. Then the short port btt black inflation valve popped out during use. A replacement kit was used to complete the procedure. The hospital did not report any pts complications. This report is for the second device.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the black inflation valve popped out. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure 'short port btt black inflation valve dislodged" was confirmed. (B)(4).